Event description:
Myosure device would not activate. Surgeon has to reset myosure console after the device was removed. Manufacturer response for tissue remover, myosure reach (per site reporter). The vendor is going to pick it up from the hospital.